Manufacturer narrative:
Batch review performed on 19 august 2019: lot 152470: (B)(4), expiration date: 2020-08-17. No anomalies found related to the problem. To date, (B)(4) of the same lot have been already sold without any similar reported event.

Event description:
During the primary spine surgery, and while the surgeon was reducing the rod, the inside of the mono screw stripped. The surgeon removed the set caps and rod along with the stripped screw from the patient. The surgeon implanted a new screw and rod and replaced all the set caps in the construct and then placed the rod on the other side and completed the case. The surgery was delayed by 2 hours. The surgery was completed successfully.